Event description:
It was reported that this intra-aortic balloon insertion was indicated to try to improve pt's cardiac condition so that pt could undergo surgery. The customer reported that the iab was inserted but they then could not flush the central lumen. The customer then pulled the iab back and noticed a tear in the balloon membrane. Due to this damage, the customer removed and replaced the iab (with an arrow product iab-r940c). There were no further difficulties or pt complications.